Event description:
A remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation and evidence of dust contamination. The service technician observed that error codes e055 (err_therapy_queue_full), e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b) were present. The device was scrapped by the third-party service center after the evaluation was completed.